Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No external ram crc, unexpected restart or watchdog timeout alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was tested with no audio/beep anomaly noted. The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked case near the display window corners, a cracked display window and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has a constant audible tone and the pump doess not respond to buttons. Customer's blood glucose was 403 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history and they cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.